Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. Reason for reoperation is capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: extended opening, red particles, crease folds and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: wear abrasion, an extended sharp opening on the posterior side assessed as unidentified(tear) opening. Based on the device analysis the final assessment is: sharp opening assessed as an unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted.